Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pocket pain. Lead migration was confirmed through x-ray. It was noted that the patient had inadequate stimulation, non-target stimulation and undesired stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had pocket pain. Lead migration was confirmed through x-ray. It was noted that the patient had inadequate stimulation, non-target stimulation and undesired stimulation. The patient will undergo a revision procedure.